Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads ECG equipment malfunction as well as a pads cable failure. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device experienced a pads ECG equipment malfunction as well as a pads cable failure. The device was received by bench repair on 15-oct-19. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty power pca. The power pca was returned to the failure analysis lab for evaluation and the reported problem of pads ECG equipment malfunction was verified. Troubleshooting revealed there was a cold solder at r126. After correcting the issue, operational testing was conducted and completed without issue. The power pca will be archived. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca. The power pca was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.